Event description:
It was reported that during out-of-box product testing performed by a manufacturer sales representative at the user facility, the safety of the remb universal driver was gliding and would not click into place. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during out-of-box product testing performed by a manufacturer sales representative at the user facility, the safety of the remb universal driver was gliding and would not click into place. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly of the device, the technician found the components of the potted trigger assembly were placed incorrectly.